Event description:
It was reported that during an unknown procedure, the scissor tip was sharp and during takedown it caused tissue tear around the colon that had to be repaired in several areas. Completed case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "1. Surgeon noted sutures were used to address issue. 2. Surgeon does not typically need to address micro tears of this nature in this case, so doing so w/ sutures was a change in procedure." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did bleeding occur? Were any blood products given? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. Additional information was requested and the following was obtained: "did bleeding occur? - surgeon noted perforations of the bowel, but did not specify rate of bleeding. Were any blood products given? - surgeon did not note any blood products given, just suture repair. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - none was reported."